Event description:
Lead product analysis (pa) completed and reviewed. The lead assembly was returned in three portions. A portion of the lead assembly body included electrodes and tie downs were not returned. Therefore since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The end of the outer silicone tubing appeared to be abraded open and torn. The unmarked connector inner silicone tubing and stretched quadfilar coil extended 48mm past the end. Abraded openings were observed on the inner silicone tubing 5-6mm and 17mm from the end of the abraded open and torn outer silicone tubing with the coil stretched, looped and pulled through both openings. Lead assembly had dried remnants inside the outer and inner silicone tubes. The abraded inner and outer tubing and fluid leaks were concluded to be caused by wear. During visual analysis of 296mm portion of marked connector pin quadfilar coil appeared to be broken 259mm from end of the cut marked and unmarked connector silicone / inner silicone tubes. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type with residual material on three of the broken coil strands. Pitting and a secondary break like were observed on the coil surface. During the visual analysis of 296mm portion the marked connector pin quadfilar coil appeared to be broken and abraded openings were observed 273mm from the end of the cut marked and unmarked connector silicone / inner silicone tubes. Scanning electron microscopy was performed and identified the area on three of the broken coil strands as having extensive pitting which prevented identification of the coil fracture type. The area on the remaining broken coil strand had evidence of a stress induced fracture (rotational forces) which most likely completed the fracture with mechanical damage. Pitting and a secondary break-line were observed on the coil surface. During the visual analysis of the 296mm portion the marked connector pin quadfilar coil appeared to be broken and torn 282mm from the end of the cut marked and unmarked connector silicone / inner silicone tubes. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type with residual material on three of the broken coil strands. Pitting and residual material were observed on the coil surface no additional relevant information has been received to date.

Event description:
It was reported that patient was interrogated and found to have high impedance with low output current. The patient underwent full vns revision surgery. Patient is a possible twiddler and prone to falling. Implant card was received for patient reporting the lead was replaced due to high impedance. Device history records were reviewed for the lead and for the generator and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. The generator and lead for this were returned for product analysis. Generator product analysis (pa) was completed and reviewed. The programmed parameters gave expected generator diagnostics. The generator performed according to functional specification. The battery measured 2.802 v with intensified follow up indicator (ifi) = yes and 83.159% of the battery having been consumed. There were no performance or any other adverse conditions found with the generator. Lead product analysis is still ongoing. No additional relevant information has been received to date.